Manufacturer narrative:
A steris service technician attempted to recreate the event but could not duplicate the downward drift of the seat section. Upon inspection the technician identified: the auxiliary switch cover was detached and sitting on top of the table as it had been removed by facility biomedical personnel, an active leak on the leg section lift cylinder of the table hydraulic system, and the hydraulic fluid was below the minimum level. The facility also confirmed for the technician that the table motor and control batteries were depleted at the time of the event and had been replaced prior to the technician arriving on-site. The steris technician tightened the leaking screw on the leg cylinder, added hydraulic fluid to the reservoir, tested the table for proper operation and placed it back into service. No further issues have been reported with the equipment. The surgical table is not under steris service contract and is currently maintained and serviced by the facility biomedical department. The table is 17 years old and exceeds its useful life of 10 years. A steris district service manager went on-site on (B)(6) 2010 to review the proper maintenance procedures for the table with the biomedical manager.

Event description:
The user facility reported that during a patient procedure the seat section of the surgical table drifted downward without being commanded to do so. Hospital personnel attempted to adjust the table via the hand control when they noted the hand control batteries were depleted. Another hand control was brought in and the table then returned to the original position. Prior to the replacement of the hand control, hospital personnel adjusted the ac plug as it was found to be loose; the table was then operational. The procedure was completed successfully and no injuries were reported to patient or hospital staff.